Manufacturer narrative:
Batch review performed on 27-sep-2023. Lot 147962: (B)(4) items manufactured and released on 25-feb-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 8 years and 4 months after primary, the patient came in with instability and pain in knee joint with gmk primary insitu. The surgeon revised the liner (10mm) with a thicker one (17mm) and resurfaced the patella bone.